Event description:
As intuitive surgical, davinci s, pk dissecting forceps was being utilized as per the manufacturer¿s instructions, the jaws stuck open while working in the abdominal cavity. Defective device removed from surgical field and replaced with a ¿like¿ device that functioned without incident throughout the rest of the case.